Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is completed, a f/u report will be submitted.

Event description:
It was reported during an ablation procedure for cavotricuspid isthmus for atrial flutter, the irrigation port broke off the catheter handle. After the first ablation and about two minutes into the procedure, the pump had an occlusion error. After re-setting the pump, the error did not display again and another fifteen ablations were performed. After that last of the fifteen ablations was done, the occlusion error occurred again. The catheter was inspected and found to have the irrigation port broken off of the catheter handle. The catheter was replaced. There were no consequences to the pt.